Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. It was visually confirmed instrument joint is loose, preventing proper tightening. After joint is tightened, the instrument performs as in tended. Unable to definitively determine specific root cause of the foregoing event from the available information.

Event description:
It was reported that the flex arm did not hold at the bed connection during an unspecified spinal surgery. No patient complications were reported.

Manufacturer narrative:
(B)(4): the instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.